Manufacturer narrative:
The weld was defective. Account replaced the siderail to resolve the problem.

Event description:
Account alleged that the siderail lower pivot weld is broken. The rail will latch but does not stay raised.